Event description:
It was reported that the patient underwent an explant of their superion indirect decompression system. The patient originally received great relief, but over time their leg pain came back. There were no device issues. The explanted device will not be returned as it was retained by the hospital. The procedure was successfully completed.